Event description:
The zero-p va implant comes sterile, the surgeon was implanting the device and it separated (came apart in two pieces). The surgeon did not want to use the device and placed it on the back table and used a second zero-p va. The procedure was delayed approximately three minutes. This was a two level case c5-7. The device separated into two pieces the green and tan portions came apart.

Manufacturer narrative:
Product development engineer evaluated the device and indicated the implant was received in the disassembled condition. All other features of the spacer were in good condition with no other damage noted except for the interconnection feature closest to the caudal hole. All features of the interbody plate were in good condition with no damage noted. Both blocking mechanisms were in good working condition and could successfully block a screw ((B)(4) lot#7695797). There was no indication that the dissociation could happen without any external loading or forces. The damage to the spacer could have been caused during the removal. When properly aligned, the interbody plate and spacer could successfully be disassembled/reassembled or retained. As a result of the design, the spacer can dissociate from the interbody plate if it is mishandled and loads are applied to each part in opposite directions and in the vertical orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the interbody plate and spacer. Dissociation could also happen if the hole prep and screw insertion instruments are used outside of the recommended screw insertion angle ranges. The risk of dissociation in the patient post-op is low because the interbody plate and spacer are loaded in the same vertical directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however, the most conservative solution is to use a new implant as described in the risk assessment. The design risk assessment was reviewed and found to be adequate for the intended use. Investigation is on-going.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Implant was disassembled in components; no visible damages. The components were measured and meet fully to the specifications.